Manufacturer narrative:
Additional narrative: (B)(6). A product investigation was completed: unfortunately, no material was returned for investigation. The locking screw penetrates deeper into the bone than the measured depth with the depth gauge because the locking screw is positioned deeper within the implant as a result of the threaded head interlocking with the counter-thread of the plate. The cortex screw, on the other hand, comes to rest slightly higher, since the head is not threaded. Furthermore, the locking screw is intended to penetrate both cortices, thereby ensuring the thread at the end of the screw (towards the tip) sufficiently grips the bone tissue in the second cortical wall. For this reason, the cutting flute feature of the self-tapping screws end up outside the cortex of the bone, typically 3 to 4 mm. Based on the available information and without returned material no further investigation was possible. No manufacturing related deviation was found. The root cause could not be defined due the missing material. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported that the patient experienced pain, it was discovered that two screw pentetrated and required revision surgery. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4); manufacturing date: 07.may.2015; expiry date: 01.apr.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery was held on (B)(6) 2016. After the surgeon performed with the operation using ptp (proximal tibia plate) large, the patient felt pain due to penetration of the two screws to soft tissue. Surgical revision was performed on (B)(6) 2016 and another screw was implanted. Patient outcome is good. This complaint involves 2 parts. Concomitant medical products: 1x unk ptp plate. This report is 1 of 2 for (B)(4).